Manufacturer narrative:
Patient information was not made available from the site. On 07/20/2016 a medtronic representative performed a navigation system check-out, no issues were identified. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a procedure, they registered patient and everything was functioning normally. They then decided to move the patient tracker. After moving the patient tracker and attempting to re-register, it would not track. They switched trackers. The site coordinator suspects that the emitter placement may have been too far. Initially the surgeon discontinued using navigation. They re-attempted axiem. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.